Manufacturer narrative:
A review of manufacturing and sterilization records was performed and there was not any problems noted that would impact this report. Also related: 1219977-2014-00244.

Event description:
FDA maude event report was received. In the report a patient had mesh implanted and has had pain and urinary problems.